Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who clarified that the hcp was trying to aspirate initially but was getting very little. He then snipped the pump segment of the existing catheter and let it hang down. Csf (cerebrospinal fluid) was coming out but it was slow. He decided to do a back table prime and attached a new pump segment. While they were waiting for the back table prime, he decided that he would just change the entire catheter. Once they flipped the patient from supine to lateral, the newly revised catheter began dripping csf so he then decided to use the segment that he had just attached rather than replacing the entire catheter. The cause for the difficulty aspirating the catheter was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2014, product type: catheter, ubd: 21-may-2016, UDI#: (B)(4) & product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter, ubd: 30-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving bupivacaine and morphine via an implantable pump for non-malignant pain. The pump was delivering 10 mg/ml of bupivacaine at 2.0912 mg/day and 50 mg/ml of hydromorphone at 10.456 mg/day. It was reported the patient was having a normal pump replacement and the healthcare provider (hcp) could not aspirate. The catheter was revised. The hcp stated that even after revising the catheter they still could not get csf (cerebrospinal fluid). The hcp stated they planned to replace the entire catheter. However, it was later reported that the hcp attempted to aspirate before explanting the revised catheter and did get csf. The hcp then decided to keep the catheter.